Event description:
Male patient taken to surgery for arthroscopy of the left knee with partial lateral meniscectomy. Upon using the smith and nephew dyonics arthroscopic surgery blade, it appeared to start "flaking" at the sharp shaving point, leaving metal shavings in the patient's joint. Surgeon immediately discontinued use of the shaver and irrigated the pt's joint with copious amounts of saline to flush out the shavings until none were visible. Another shaver was used to complete the procedure. No further issues were noted. Patient tolerated the procedure well and was sent to the pacu for recovery.====================== manufacturer response for 4.5mm curved synovator concave arthroscopic surgical blade, dyonics======================we have reported these issues previously on several events.